Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: simplex bone cement. Event: this was used in conjunction with depuy product in this patient.

Event description:
Patient was revised to address loosening of the stem at the cement/implant interface and poly wear. Competitor cement was used at the time of original implantation. Osteolysis was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible for the stem, product 856612, as the lot code required was not provided. A complaint database search finds one other reported incident against the 519528a liner product/ lot combination since its release for distribution. It is noted that, as with this report, the liner was implanted for an extended period of time and it is not unreasonable that poly material wear would be identified. The investigation has determined that both product code associated with this report are now obsolete. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.